Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted during testing. The pump functioned properly. Intermittent button response was noted during testing due to corroded keypad traces. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. No moisture damage on the motor assembly or electronic assembly was noted during visual inspection.